Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was unable to detect and treat. The monitor's electrode belt connector was thermally damaged causing the failures. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.